Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the rbc signal during platelet additive solution phase showed that the cassette was cleaned correctly, and no rbcs were detected at the end of the cassette cleaning phase. The automatic pas addition completed without alerts and the pas addition graph looked completely normal, there was no clear sign of rbcs passing the rbc detector. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if an rbc spillover during platelet additive solution addition occurred. At all times during the platelet additive solution phase the test was in place, however the reported rbc spillover was not detected and the algorithm was not triggered. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: one used trima set was returned to terumo bct for investigation. Initial observations noted that all product bags, anti-coagulent ac drip chamber and donor line assembly had been radio frequency (rf) sealed and removed prior to return. The presence of clumping was noted in the inlet trap and red cells could also be observed in the collect line and collect pump header. Further examination noted that the mini pinch clamps had been assembled correctly. The mini pinch clamp on the red blood cell (rbc) line was open and the plasma line mini pinch clamp was noted to have been clamped at an angle inhibiting adequate occlusion of the plasma line allowing cells to pass. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product during pas addition. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available at this time. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Correction: on april 28, 2020, the terumo bct regional sales manager was informed of the retraining offer for the customer. The sales manager stated that he could contact the client; but due to the covid-19 pandemic, efs site visits are only allowed for essential business. They were informed to remind operators of how to correctly close the channel line clamps and to verify that the lines are fully occluded by visual inspection. Root cause: review of the rbc signal during platelet additive solution phase showed that the cassette was cleaned correctly, and no rbcs were detected at the end of the cassette cleaning phase. The automatic pas addition completed without alerts and the pas addition graph looked completely normal, there was no clear sign of rbcs passing the rbc detector. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if an rbc spillover during platelet additive solution addition occurred. At all times during the platelet additive solution phase the test was in place, however the reported rbc spillover was not detected and the algorithm was not triggered.